Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught in the chordae and an attempt was made to deploy the clip in an unintended location which is considered medical intervention to prevent injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging anatomy. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced for further mr reduction; however, the clip became caught in the chordae. Troubleshooting was performed, but the clip could not be removed from the chordae. An attempt was made to deploy the clip on the leaflets, with no decrease in the mr; however, due to poor echo images, leaflet assessment was very difficult to assess. When the clip was opened, it became free from the chordae. The cds was removed and no further clips were attempted. One clip was implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history of the reported lot identified no similar incidents. The investigation determined that the clip becoming caught in the chordae, resulting in difficulty removing the device, was likely a result of patient/procedural conditions due to the tilted state of the patients heart. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as it was reported that standard troubleshooting wasn't successful in removing the clip from the chordae; as such, the clip was attempted to be deployed on the chords, which is considered outside normal maneuvers (intervention). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.